Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing rhabdomyolysis following a farapulse pulsed field ablation (pfa) procedure involving 48 lesions. The physician mentioned that the patient had a similar response many months earlier after a farapulse pfa procedure with approximately 68 lesions, from which they made a complete recovery. The physician expressed concern that the issue could be related to the pfa procedure, anesthesia, or perhaps a reaction to the therapy. The patient was treated with fluids and hydration. The farawave catheter is not expected to return as it was disposed, therefore the lot number is not available. It was further reported that the patient was admitted into the hospital. The patient was stable and had been discharged home. The procedure being performed was a pulse field ablation to treat atrial fibrillation. No further information is available.